Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure, removal of instrumentation/removal of posterior segmental instrumentation; posterior arthrodesis l4-5, l5-s1 on the right; implantation of rhbmp-2 into the fusion bed; posterior segmental instrumentation with placement including a 6.5 x 50mm pedicle screw at l4, 6.5 x 50mm pedicle screw at l5 and 6.5 45mm pedicle screw at s1. Monitoring was performed on the right side during surgery. The patient's original instrumentation system was stimulated, then this instrumentation system was removed and after fusion bed was repaired, new instrumentation was placed and monitored with monitoring. Physiologically acceptable evoked responses were achieved at each pedicular site. Pre-op diagnosis. Right lumbar radiculopathy, probable l4 and l5 with right sided instrumentation migration. Placement of percutaneous pedicle screw system on (B)(6) 2007. Patient underwent a two-level minimal access surgical technology transforaminal lumbar interbody arthrodesis l4,5 and at l5, s1 at the time of his original surgery on (B)(6) 2007. Post-op diagnosis, instrumentation migration malposition medial positioning of l4 and l5 pedicle screws as well as slight medial displacement of the right s1 pedicle screw. As per op-notes, "...the superslide retractor was placed into the wound to facilitate exposure. We came upon the heads of the three cannulated pedicle screws. Once the heads were denuded of all soft tissue, the set screws were removed with the set screw remover. Subsequently we removed the pedicle screws with the pedicle screw removing instrument, initially removing the l4 pedicle screw and subsequently the l5 and the s1. The rod was also removed as part of the operation. We then carefully inspected the openings or orifice through which the pedicle screws had passed and noted that passage at l4 and l5 were both too medial and that soft tissue was encountered at the medial limit of the wound... We then placed the rhbmp-2 down below the saddles of the pedicle screws and against the surface of the transverse processes. Bone graft putty mixed with bone autograft was next placed over the rhbmp-2 and slightly media l, but essentially interspersing with the instrumentation just places... The patient tolerated the procedure well..." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.